Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the wake button has stopped functioning. During troubleshooting with tandem technical support, it was confirmed that the pump still turns on when plugged into a power source. The customer's blood glucose (bg) level was 210 mg/dl. Reportedly, the customer would continue to use the pump for insulin therapy. In addition the customer reported a high bg level of 250 mg/dl, which was addressed with a correction bolus delivery. The customer did not know the cause of the high bg, and reported that occasionally their bg raises after going for a walk. The customer declined any further troubleshooting.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction was verified. No failure related to the reported high blood glucose event was identified.